Event description:
The facility's biomed reported a fail code 715:00. The biomed did not have info regarding whether the fail code occurred during pt use or biomed testing. Additional contact info was requested but no additional contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.